Event description:
Physician was performing a m1 occlusion stroke with the penumbra stroke system. After several manipulations with the separator 032 inside the reperfusion catheter 032, the separator 032 fractured into two pieces just distal to the support / flex zone transition. The physician was very careful not to move the transition zone outside of the rhv during the separator manipulations. A second reperfusion catheter and separator were selected resulting in the same situation (separator fracturing just distal to the transition zone). The system was then removed and third device was selected without damage to the separator. There was no pt injury or adverse events.

Manufacturer narrative:
Technical report: there are multiple flat spots along the tip of the catheter, and a long crushed section from 10.0 to 12.5cm from the distal marker band. The flat spots and crush zones could have been caused by vessel tortuosity and some of the damage is consistent with shipping damage when the device was returned for eval. The flat spots in the catheter likely caused the damage to the separator. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l14033). The lot was associated with (B)(4) for failure on tensile result. Test sample was not loaded into fixture correctly. Samples were re-tested and units were released. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirement and results met specification for the tensile strength. The DHR review of final assembly (lot# l14033) indicated that 100% inspection of the devices resulted in 53 rejects. All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The parts released in this lot met process requirement.